Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of "damaged neurotip" could be confirmed. During servicing, the device failed the "visual test." If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6), requesting service as needed. During servicing of the device, damaged neuro-tip was found. It is known that the device was not used during surgery. It is not known if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.